Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation under the lifevest equipment. It was reported that the patient had a nickel, cobalt, and chromium allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed advised the patient to remove the lifevest and prescribed cortisone ointment for the skin irritation. Outcome of the skin irritation is unknown.